Event description:
Customer injured himself on (B)(6) 2010 from a bicycle accident and received a deep heel bruise. He used ice for a week and then he decided on (B)(6)2010 to use the nexcare reusable cold pack. He used the cold pack on the bottom of his foot for 40 minutes without anything between his skin and the cold pack. The next morning, he noticed it was very painful. He took some ibuprofen. He did not receive any medical attention. The consumer stated, his lower half of this right foot feels hot to the touch. It seems a bit swollen and there is a significant area that looks white. The customer called it frostbite. Instructions for use and cautionary language printed on outer cover of reusable cold pack and package labeling state: use with cover or wrap in cloth for insulation. To avoid frostbite, cold therapy should not exceed 20 minutes at a time. Individuals with problems in sensing cold should use extreme caution with this product. Remove pack if it becomes uncomfortable. Note - cover wrap for reusable cold pack is included in the product packaging. Product packaging displays a picture of placing the cold pack in the cover wrap and applying the covered cold to an individual's skin.

Manufacturer narrative:
Method: product was not returned. Results: product was not returned. Conclusion: user did not follow the product directions for use or cautions. Customer stated, he used the cold pack without cloth or wrap and applied it directly to his skin for 40 minutes.